Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. On 26jul2023 a representative of the firm was made aware that the patient was reporting tenderness at the location of the implantable pulse generator (ipg) and was scheduled for surgical intervention. The ipg was originally implanted on the medial posterior calf. On (B)(6) 2023 surgical procedure was performed where a new ipg was placed at the anterolateral lower leg.

Manufacturer narrative:
Plan was to move the existing implanted components to a more comfortable location for the patient, however during the procedure the ipg was damaged and had to be replaced. There are no allegations of system or component failure and no signs of infection. Cause of the patient's discomfort is unclear.